Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 432 mg/dl at the time of the event. Patient got treated with manual injection and intravenous (IV) drip. Patient was experienced the symptoms of nausea, and vomiting. The duration of hospitalization was less than 24 hours. No further information available.